Event description:
It was reported that during initial implant procedure, patient's new right ventricular lead was dislodged. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.